Event description:
Surgeon performing a diagnostic laparoscopy for dysmenorrhea, abdominal pain. History of prior surgery (left nephrectomy 1989) with previous midline incision on the umbilicus requiring right upper quadrant access for laparoscopy. A 10 mm incision made in the right upper quadrant, veress needle placed through incision. Trocar placed - surgeon noted some difficulty getting through fascia and upon entry into the abdominal cavity surgeon suspected a posterior injury from trocar due to fresh blood noted on tip of trocar. Pt experienced a sudden drop in blood pressure and procedure was converted to open laparotomy to control bleeding.